Event description:
It was reported that during the implant procedure, the lead exhibited noise and high impedance measurements. A crack on the lead was also observed. The lead was no longer used and replaced. There were no adverse consequences to the patient.